Event description:
During follow-up, decreased battery longevity was observed. Premature battery depletion was suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.